Event description:
Found during inspection. Customer called to report the device was displaying a service wrench. There was no pt associated with the report. Device is a part of a field action. When physio-control evaluated the device in their failure analysis center, it would not power on.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the internal batteries on the analog pcb assembly were severely charge depleted. Root cause for the malfunction was determined to be excessive electrical leakage through two filter inductors, designators fl9 and fl10. A replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.